Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (line through display) issue. The reporter indicated that there were vertical longs located at the center and right sides of the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/11/2013 with the following findings: investigators were unable to confirm line through display. No screen during startup. Pump has audible tones during startup. Pump audible and vibratory alarms are operational. No cracks/damage visible on pump case. Investigation revealed there was no corrosion visible in battery compartment or cartridge compartment. Pump was opened to investigate. Observed evidence of moisture ingress. Corrosion/moisture residue found on internal components. There was moisture in the pump.